Event description:
It was reported that the device fell apart into 12 pieces during a hip surgery. No parts fell into the surgical site. The customer pulled another device to complete the surgery. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer in 12 pieces and an investigation is anticipated. This report will be updated if the investigation requires.